Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, the "needles did not find anchor feet" [cuff miss] occurred with two proglide devices. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to a 21fr sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles did not find anchor feet¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.